Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached over 300mg/dl while wearing the pod. She tried to fast, bolus, drink tons of water, and exercise to treat her levels. She went to an urgent care, where she was referred to the emergency room. The patient was not given an official diagnosis but her visit was classified as diabetes related. Treatment included fluids via IV. She had also ended up vomiting at one point. The patient could not remember many details of the occurrence, including the date. The pod was discarded.